Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) investigation ongoing.

Event description:
The following was reported to hamilton medical ag: it was reported that the "ventilator turn off (twice) while a patient was connected and no alarm from the ventilator". The patent was manually ventilated. No harm to the patient was reported. Log file analysis did not identify any technical events, technical failures, or ambient mode activations. Currently, the event is under investigation to verify the reported allegations.